Event description:
It was reported that the pump battery would not charge, and attempts to resolve the issue by using different wall adapters and charging cables were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump and the customer agreed to use an alternate form of insulin therapy, mdi, to ensure continued insulin delivery.